Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited non-conversion of ventricular tachycardia (vt) /ventricular fibrillation (vf) episodes. The patient experienced a vt/vf storm in (B)(6) 2024, with 7 episodes and 10 shocks delivered. The first shock accelerated the arrhythmia with subsequent conversion, all other shocks were successful in converting the vt/vf (impedances: 88 ohm std, 75 ohm std, 77 ohm rev, 68 ohm rev, 68 ohm rev, 68 ohm rev, 66 ohm std). Before (B)(6) 2024 some treated and untreated episodes are present in the memory of the device (e.g. (B)(6) 2022 with the first shock accelerating the arrhythmia and subsequent conversion, 72 ohm rev). On (B)(6) 2024, the patient experienced another storm, 4 treated episodes and 4 untreated episodes with 8 shocks delivered by the sicd. In this case, paramedics were called by the patient's wife, so external defibrillation shocks are present in the recorded s-ECG. The first 5 sicd shocks and the first external shocks were all unsuccessful in converting the arrhythmia. The 6th sicd shock finally restored sinus rhythm (treated episodes 022 and 023, impedance 83 ohm std and 77 ohm std). In treated episode 024, the sicd restored sinus rhythm (75 ohm rev), but after a few seconds an external shock was delivered that was proarrhythmic. Episodes 025, 026, 028 and 029 show the onset of vf and sicd capacitor charging, with external conversion prior to sicd shocks. Episode 027 shows simultaneous shocks from sicd and external defibrillator with conversion. The patient is currently in the intensive care unit. He is awake and oriented. Provocative maneuvers were negative. X-ray imaging does show a correctly implanted system. At implant, sensing and conversion test was performed with positive results. Smart charge extension was reset to 2 intervals (due to untreated episodes - e.g. External rescue - smart charge was fully extended to 17 intervals). Vector acquisition showed unchanged morphology compared to implant. Smart pass was reprogrammed to on (disabled after episode 022). Patient is monitored via latitude platform. Vt/vf is believed to be triggered by ectopic beats, the next course of action will be epicardia substrate ablation. At this time the physician believes this to be related to patient chronic condition. The device remains implanted. New information was received indicating that this device was explanted, and a implantable cardioverter defibrillator (ICD) device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited non-conversion of ventricular tachycardia (vt) /ventricular fibrillation (vf) episodes. The patient experienced a vt/vf storm in (B)(6) 2024, with (B)(4) episodes and (B)(4) shocks delivered. The first shock accelerated the arrhythmia with subsequent conversion, all other shocks were successful in converting the vt/vf (impedances: 88 ohm std, 75 ohm std, 77 ohm rev, 68 ohm rev, 68 ohm rev, 68 ohm rev, 66 ohm std). Before (B)(6) 2024 some treated and untreated episodes are present in the memory of the device (e.g. (B)(6) 2022 with the first shock accelerating the arrhythmia and subsequent conversion, 72 ohm rev). On (B)(6) 2024, the patient experienced another storm, (B)(4) treated episodes and (B)(4) untreated episodes with (B)(4) shocks delivered by the sicd. In this case, paramedics were called by the patient's wife, so external defibrillation shocks are present in the recorded s-ECG. The (B)(4) sicd shocks and the first external shocks were all unsuccessful in converting the arrhythmia. The (B)(4)sicd shock finally restored sinus rhythm (treated episodes (B)(4), impedance 83 ohm std and 77 ohm std). In treated episode 024, the sicd restored sinus rhythm (75 ohm rev), but after a few seconds an external shock was delivered that was proarrhythmic. Episodes (B)(4) show the onset of vf and sicd capacitor charging, with external conversion prior to sicd shocks. Episode (B)(4) shows simultaneous shocks from sicd and external defibrillator with conversion. The patient is currently in the intensive care unit. He is awake and oriented. Provocative maneuvers were negative. X-ray imaging does show a correctly implanted system. At implant, sensing and conversion test was performed with positive results. Smart charge extension was reset to (B)(4) intervals (due to untreated episodes - e.g. External rescue - smart charge was fully extended to (B)(4) intervals). Vector acquisition showed unchanged morphology compared to implant. Smart pass was reprogrammed to on (disabled after episode (B)(4)). Patient is monitored via latitude platform. Vt/vf is believed to be triggered by ectopic beats, the next course of action will be epicardia substrate ablation. At this time the physician believes this to be related to patient chronic condition. The device remains implanted. New information was received indicating that this device was explanted, and an implantable cardioverter defibrillator (ICD) device implanted. Besides surgical intervention, no adverse patient effects were reported. The location of the explanted device is unknown. The boston scientific representative was unable to confirm if device would be returned. New information was received indicating that there was a misunderstanding with the facility. The sicd device explant occurred on (B)(6) 2024 and replaced with an ICD. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited non-conversion of ventricular tachycardia (vt) /ventricular fibrillation (vf) episodes. The patient experienced a vt/vf storm on (B)(6) 2024, with 7 episodes and 10 shocks delivered. The first shock accelerated the arrhythmia with subsequent conversion, all other shocks were successful in converting the vt/vf (impedances: 88 ohm std, 75 ohm std, 77 ohm rev, 68 ohm rev, 68 ohm rev, 68 ohm rev, 66 ohm std). Before on (B)(6) 2024 some treated and untreated episodes are present in the memory of the device (e.g. On (B)(6) 2022 with the first shock accelerating the arrhythmia and subsequent conversion, 72 ohm rev). On (B)(6) 2024, the patient experienced another storm, 4 treated episodes and 4 untreated episodes with 8 shocks delivered by the sicd. In this case, paramedics were called by the patient's wife, so external defibrillation shocks are present in the recorded s-ECG. The first 5 sicd shocks and the first external shocks were all unsuccessful in converting the arrhythmia. The 6th sicd shock finally restored sinus rhythm (treated episodes 022 and 023, impedance 83 ohm std and 77 ohm std). In treated episode 024, the sicd restored sinus rhythm (75 ohm rev), but after a few seconds an external shock was delivered that was proarrhythmic. Episodes 025, 026, 028 and 029 show the onset of vf and sicd capacitor charging, with external conversion prior to sicd shocks. Episode 027 shows simultaneous shocks from sicd and external defibrillator with conversion. The patient is currently in the intensive care unit. He is awake and oriented. Provocative maneuvers were negative. X-ray imaging does show a correctly implanted system. At implant, sensing and conversion test was performed with positive results. Smart charge extension was reset to 2 intervals (due to untreated episodes - e.g. External rescue - smart charge was fully extended to 17 intervals). Vector acquisition showed unchanged morphology compared to implant. Smart pass was reprogrammed to on (disabled after episode 022). Patient is monitored via latitude platform. Vt/vf is believed to be triggered by ectopic beats, the next course of action will be epicardia substrate ablation. At this time the physician believes this to be related to patient chronic condition. The device remains implanted. New information was received indicating that this device was explanted, and an implantable cardioverter defibrillator (ICD) device implanted. Besides surgical intervention, no adverse patient effects were reported. The location of the explanted device is unknown. The boston scientific representative was unable to confirm if device would be returned. New information was received indicating that there was a misunderstanding with the facility. The sicd device explant occurred on (B)(6) 2024 and replaced with an ICD. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited non-conversion of ventricular tachycardia (vt) /ventricular fibrillation (vf) episodes. The patient experienced a vt/vf storm in (B)(6) 2024, with 7 episodes and 10 shocks delivered. The first shock accelerated the arrhythmia with subsequent conversion, all other shocks were successful in converting the vt/vf (impedances: 88 ohm std, 75 ohm std, 77 ohm rev, 68 ohm rev, 68 ohm rev, 68 ohm rev, 66 ohm std). Before (B)(6) 2024 some treated and untreated episodes are present in the memory of the device (e.g. (B)(6) 2022 with the first shock accelerating the arrhythmia and subsequent conversion, 72 ohm rev). On (B)(6) 2024, the patient experienced another storm, 4 treated episodes and 4 untreated episodes with 8 shocks delivered by the sicd. In this case, paramedics were called by the patient's wife, so external defibrillation shocks are present in the recorded s-ECG. The first 5 sicd shocks and the first external shocks were all unsuccessful in converting the arrhythmia. The 6th sicd shock finally restored sinus rhythm (treated episodes 022 and 023, impedance 83 ohm std and 77 ohm std). In treated episode 024, the sicd restored sinus rhythm (75 ohm rev), but after a few seconds an external shock was delivered that was proarrhythmic. Episodes 025, 026, 028 and 029 show the onset of vf and sicd capacitor charging, with external conversion prior to sicd shocks. Episode 027 shows simultaneous shocks from sicd and external defibrillator with conversion. The patient is currently in the intensive care unit. He is awake and oriented. Provocative maneuvers were negative. X-ray imaging does show a correctly implanted system. At implant, sensing and conversion test was performed with positive results. Smart charge extension was reset to 2 intervals (due to untreated episodes - e.g. External rescue - smart charge was fully extended to 17 intervals). Vector acquisition showed unchanged morphology compared to implant. Smart pass was reprogrammed to on (disabled after episode 022). Patient is monitored via latitude platform. Vt/vf is believed to be triggered by ectopic beats, the next course of action will be epicardia substrate ablation. At this time the physician believes this to be related to patient chronic condition. The device remains implanted. New information was received indicating that this device was explanted, and an implantable cardioverter defibrillator (ICD) device implanted. Besides surgical intervention, no adverse patient effects were reported. The location of the explanted device is unknown. The boston scientific representative was unable to confirm if device would be returned. New information was received indicating that there was a misunderstanding with the facility. The sicd device explant occurred on (B)(6) 2024 and replaced with an ICD. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.